Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip separation was confirmed. The guide wire resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, the 3.0x15 rx xience v stent delivery system (sds) was advanced over a pilot 50 guide wire. The sds became stuck on the guide wire and could not go forward or backward; therefore, the sds was removed with the guide wire as a single unit from the anatomy. Once outside of the anatomy, an attempt was made to remove the sds from the guide wire and the tip of the balloon detached. A new pilot 50 guide wire and new 3.0x15 rx xience v sds were used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.